Event description:
It was reported that the patient had wound over the implantable pulse generator (ipg) site that was not healing following the revision procedure (MFR. 3006630150-2024-07521). The patient was sent for wound care and was given antibiotics.

Event description:
It was reported that the patient had wound over the implantable pulse generator (ipg) site that was not healing following the revision procedure (MFR. 3006630150-2024-07521). The patient was sent for wound care and was given antibiotics. The patient was also experiencing pain in her back. Additional information was received that all device components were explanted and discarded by the medical facility. No further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, e1, h6 and h10. Block b3: exact date unknown, event occurred five days prior from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred five days prior from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5001303. UDI: (B)(4).

Event description:
It was reported that the patient had wound over the implantable pulse generator (ipg) site that was not healing following the revision procedure (MFR. 3006630150-2024-07521). The patient was sent for wound care and was given antibiotics. Additional information was received that all device components were explanted and discarded by the medical facility. No further information has been obtained.